Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced painful stimulation after laparoscopic surgery of the appendix. Troubleshooting was performed: reprogramming, impedance measurements, and palpation of the patient. The ins was replaced. It was unknown if the event resolved. No further complications were reported or anticipated.

Event description:
Additional information received reported implant date was in (B)(6) 2013 and settings were 0+,3-; amp 0,55v; pw 150 micros.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Concomitant medical products: product ID 97716 serial# (B)(6) product type implantable neurostimulator product ID 3982 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. A telemetry printout from the old ins and a report from the new ins, both taken on (B)(6) 2020, were provided. The telemetry printout from the old ins showed impedance within normal limits ranging from 478 to 809 ohms. The report from the new ins also showed that impedance was ok, ranging from 600 to 750 ohms.